Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplement report.

Event description:
The pt's physician reported that, the pt died in 2007. The previos day, the pt's blood glucose elevated to 280 mg/dl. She attempted to lower her blood glucose by bolusing through her infusion device and administering insulin injections via insulin pen. The pt was transported to the hospital the following day and was pronounced dead at 1:40pm. The cause of death was listed as pulmonary swelling. No further info is available. Product was requested to be returned for eval.